Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. This issue was first noticed approximately 5 weeks ago and have become progressively worse over time. Tactile changes involve the down button and are described as being intermittently responsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 09/19/2013 with the following findings: there is no visible damage to the keypad. The down button has an intermittent response. The up, ok, and contrast buttons respond properly. The keypad was removed and contamination was found under the down and contrast button contact.